Event description:
It was reported that a number of pts were presenting rashes underneath the orthowrap 5-7 days following total knee surgery. There was no report of medical intervention associated with this incident.

Manufacturer narrative:
Original device was returned to the MFR for eval. Product returned appears frayed and used. Latex-free orthopedic wrap material was tested for biocompatibility in (B)(6) 2009 and is considered a negligible irritant.